Event description:
The needle failed to retract, and the nurse received a needle stick injury. The pt is hbv carrier, and the nurse is hcv carrier.

Manufacturer narrative:
Results - a review of the device history record and material review report was unable to be completed, as the lot number of the unit involved was not known. One used needle/hub assembly was received for analysis. A visual and microscopic examination was performed, and glue was observed on outside of the hub. Conclusion: the quality engineer concluded the glue present on the outside of the hub caused the needle retraction failure. A corrective action project was initiated to address the issue of incorrect glue placement. Without a lot number, we are unable to determine if the device was built prior to the completion of the corrective action. Date submitted: 29 september 2009.